Event description:
It was reported that following the placement of a spectra device "implanted to keep the space" until another inflatable penile prosthesis could be implanted, the spectra device was removed due to infection. No further patient complications were reported in relation with this event.